Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was not consistent telemetry. The programmer was changed and there was still intermittent telemetry. The programmer was rebooted and there was noisy telemetry. Follow-up with the reporter indicated that the device continued to have telemetry issues and later reached eri (elective replacement indicator) and was explanted. No patient complications have been reported as a result of this event.